Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted other general surgery surgical procedure, the sureform 60 stapler jaws opened immediately before clamping onto tissue. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive followed up with the initial reporter and obtained the following additional information: the first stapler issue occurred during the attempt to fire while the instrument jaws were engaged with tissue. The second stapler was outside of the patient when the issue occurred.